Event description:
While performing a procedure to the iliac, the needle of the outback catheter would not retract. The physician was treating the superficial femoral artery when the event occurred. The vessel was stenosed and occluded but was not tortuous. During prep, the needle was retracting appropriately. There were no anomalies noted when the product was inside of the pt. There were no problems deploying the needle. The entire device was retracted into the sheath and the device was removed from the pt without injury. There were no other noted problems. Another outback catheter was used to complete the procedure.

Manufacturer narrative:
This product is not available for analysis.. Add'l info will be provided within 30 days of receipt.